Event description:
Needle broke off after injection (medical device complication). Case description: this spontaneous case reported by a nurse and rec'd from the us, reported as "needle broke off after injection" concerns a male (age unk) treated with novofine 30 disposable needle (duration unk) for diabetes mellitus (type and duration unk). On 1/19/07, a novofine 30 disposable needle broke off in the pt's skin (site unk) after he was done giving himself an injection. The nurse reported that the pt came to the e.r. Where the physician made a small incision (site unk) whereupon he was able to grasp the needle and pull it out of the pt. The nurse reported that no anesthesia was utilized and the pt was given something for pain (product unk). He was discharged home approx 30 to 60 mins after completion of the above procedure. The event outcome is reported as "recovered". The needle is not available for testing.